Event description:
Placement of medtronic aneurx graft in large aorta resulting in inadequate aneurysm treatment. Placement of talent aortic cuff with balloon expandable stent resulting in aortic dissection and persistent and uncontrolled endoleak into 9 cm aaa.